Event description:
A customer reported that the cassette was "jammed" during a vitreoretinal procedure. There was no pt harm. Additional information has been requested; however, it was informed that no further information can be provided.

Manufacturer narrative:
A product sample was received and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).